Event description:
It was reported that a crux vena cava filter (vcf) was implanted into an obese patient. The patient had r-femur and l-acetabular fractures secondary to motor vehicle accident (mva). The orthopedic group requested a vena cava filter be implanted ahead of a second, planned surgical procedure and subsequent need for extended traction. There were no issues with filter deployment and standard fluoroscopic techniques were used. The patient was off heparin in anticipation of the second procedure post implant. At 48 hours, the patient had shortness of breath (sob) and hypotensive. A pulmonary embolism was diagnosed with a computerized tomography (CT) and the pulmonary angiogram showed a "not small" sized thrombus in the r-upper lobe. Her symptoms resolved on heparin and no oxygen was needed. At 4 days post-implant, the physician used ivus to assess the filter as the computerize tomography (CT) did not extend far enough along the vena cava, "inadequate", to determine the vcf position. The vena cava filter (vcf) was still in the inferior vena cava (ivf) and no clot or thickening was observed. Volcano representative noted that the physician routinely used ivus to assess filters within the inferior vena cava (ivc) and felt the crux filter looked like all the rest. The patient did eventually require oxygen after inadvertently being rolled over onto her right side. Per volcano representative, the current plan is to withdraw heparin on (B)(6) 2013 for the patient's next surgery and hopefully, get an upper and lower limb ultrasound (us) to look for any potential deep vein thrombosis (dvt) sources. The physician indicated that he was not aware of any work-ups prior to the vena cava filter (vcf) implant for deep vein thrombosis (dvt).

Manufacturer narrative:
(B)(4). To date the device has not been returned for evaluation. The manufacturing record was reviewed and the documentation showed that the released product met acceptance criteria prior to release. A supplemental report will be submitted when the device is received and manufacturer's evaluation is complete.